Manufacturer narrative:
(B)(4). Method: the subject mr850 respiratory humidifier was requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: there was no response to f&p healthcare's requests for the return of the subject device. Conclusion: based on the limited information provided by the user and without the return of the subject device, we are unable to confirm or determine the cause of the reported speaker failure. Our mr850 respiratory humidifier product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A healthcare facility in new york reported that the audible alarm of an mr850 respiratory humidifier was not functioning. There was no patient involvement.

Event description:
A healthcare facility in new york reported that the audible alarm of an mr850 respiratory humidifier was not functioning. There was no patient involvement.

Manufacturer narrative:
(B)(4). The subject mr850 respiratory humidifier has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.